Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the lead was compromised at the proximal end. The cause was undetermined. It was further reported the damaged lead was in the possession of the hospital, once it was released, the rep would send the lead for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that when the patient set the device back to the setting that it was after their surgery it was very painful. The patient had already decreased stimulation to a comfortable level so no troubleshooting was needed. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 a rep reported that they were in the operating room doing a stage 2 implant. Upon opening the pocket to expose the extension and disconnect, it was discovered that the lead was under some tension and part of the plastic coating had peeled back exposing about an inch of the braided wire without the protective sheath. The caller inquired it the lead had to be replaced and it was reviewed that it was up to the physician but recommended to replace the damaged lead. It was reviewed to check impedances and even if everything was in range now, the lead was susceptible to further damage and could become problematic in the future. It was later reported that the compromised stage 1 lead was removed and replaced. No further complications were reported.